Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the assistant installed the fenestrated bipolar forceps instrument on the instrument arm 2 many times but it couldn't be recognized by the system. The instrument was not used on the patient. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument passed a recognition test on an is3000 system. An additional observation not reported was the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.